Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Updated fields: h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is unable to exclude device problem. The investigation findings do not clearly confirm the presence or absence of the reported problem with the device. Olympus will continue to monitor field performance for this device.

Event description:
Medwatch report mw5178626 received and reported the following: patient seen for outpatient colonoscopy. A large polyp was identified in the sigmoid colon. The physician requested an olympus ligating device for a polypectomy. The device was opened and secured around the polyp when it was discovered that the handle of the device would not release/ deploy. The device was stuck in the patient surrounding a large polyp with high risk of hemorrhage. The device was ultimately cut and burned to detach it from the colonoscope and patient. Total time to correct - 70 minutes. Patient will be getting a follow up CT scan. Patient will need surgery. Debatable on if the patient would have needed surgery if the device did not malfunction.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously submitted g3 - date received by manufacturer. The correct date was 28-nov-2025. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.